Event description:
The customer reported that he was experiencing a connection issue with his olympus videoscope cable exera ii. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This complaint is related to reports with patient identifiers: (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image was not displayed when connected to a 180 series scope due to a defect in the printed circuit board. Olympus will continue to monitor field performance for this device.